Manufacturer narrative:
The device was received for evaluation. During visual inspection of the device it was identified that the direction of flow label was missing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The direction of flow label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, it was identified through visual inspection that the direction of flow label was missing. No additional information is available.